Manufacturer narrative:
An event of difficulty to advance the device and deformed distal end of sheath were reported. Gross examination found that the sheath was kinked. The tip deformation was confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications, including visual inspection for any damage. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported on (B)(6) 2021, a amplatzer¿ trevisio¿ intravascular delivery system (ds) was used in procedure. The user reports that the 8 fr ds presented with damage, stating the sheaths distal end broke which did not allow the device to advance properly and reported the sheath¿s distal end was " deformed" at the moment of the femoral vascular access. A hematoma on the vascular access site was a reported complication. The hematoma resolved with local pressure and transitory femoral introducer however it is in the physicians opinion that the patient experienced adverse health consequences due to the performance of the product.